Event description:
It was reported that a 980 ventilator generated an error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The se updated the software, performed extended self-testing on the device, and all tests passed.